Event description:
Information received indicates the valve was ababdoned at implant when a whole (or possible fenestration) was noted in one leaflet. The valve was intra-operatively replaced with no patient complication reported.